Manufacturer narrative:
Corrected data: it was discovered that the selection for b2 was inadvertently missed during the submission of the initial report. B2 has been updated with the appropriate information. H3 other text : device not returned.

Event description:
The solicitor's letter alleges that as a result of hip replacement surgery the metal on poly hip implant caused side-effects which included the production of toxins which entered the patient's blood stream causing severe tissue necrosis. The patient alleges that she has suffered constant pain and discomfort between implantation on (B)(6) 2010 and explantation on (B)(6) 2014. The solicitor's letter reports the following medical history: following right hip replacement surgery on (B)(6) 2010 the patient was implanted with a stryker metal on poly hip replacement involving a cocr lfit head with an accolade stem. In (B)(6) 2011, blood metal ion tests were carried out following previous left hip replacement surgery. The chromium level was reported to be within normal limits. The cobalt was above the recommended upper limit but short on the level where any action would be required. On (B)(6) 2013, a patient review found right lateral hip pain extending into the buttock. Movement of the hip was restricted. On (B)(6) 2013 a tear of the right gluteus medius tendon associated with soft tissue and bone marrow oedema. By (B)(6) 2014, the patient was walking with a profound limp. Examination showed a marked irritability in the right hip joint as well as half a centimeter of true shortening in the right lower limb. On (B)(6) 2014, revision surgery was undertaken. The patient was found to have severe necrosis which the solicitor alleges to be the result of a corrosion of products, generated between the cobalt chrome femoral head and the trunnion of the titanium femoral stem. The femoral head was removed and replaced with a ceramic component. The acetabular liner was also revised using a thicker wall polyethylene insert.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The solicitor's letter alleges that as a result of hip replacement surgery the metal on poly hip implant caused side-effects which included the production of toxins which entered the patient's blood stream causing severe tissue necrosis. The patient alleges that she has suffered constant pain and discomfort between implantation on (B)(6) 2010 and explantation on (B)(6) 2014. The solicitor's letter reports the following medical history: following right hip replacement surgery on (B)(6) 2010 the patient was implanted with a stryker metal on poly hip replacement involving a cocr lfit head with an accolade stem. In (B)(6) 2011, blood metal ion tests were carried out following previous left hip replacement surgery. The chromium level was reported to be within normal limits. The cobalt was above the recommended upper limit but short on the level where any action would be required. On (B)(6) 2013, a patient review found right lateral hip pain extending into the buttock. Movement of the hip was restricted. On (B)(6) 2013 a tear of the right gluteus medius tendon associated with soft tissue and bone marrow oedema. By (B)(6) 2014, the patient was walking with a profound limp. Examination showed a marked irritability in the right hip joint as well as half a centimeter of true shortening in the right lower limb. On (B)(6) 2014, revision surgery was undertaken. The patient was found to have severe necrosis which the solicitor alleges to be the result of a corrosion of products, generated between the cobalt chrome femoral head and the trunnion of the titanium femoral stem. The femoral head was removed and replaced with a ceramic component. The acetabular liner was also revised using a thicker wall polyethylene insert.